Event description:
Additional information received reported that the patient had a lot of issues with the ins and had it removed on the day prior to report. It was noted that the issues started with the health care professional (hcp) placing the ins where the patient sat. It was noted that it caused pain just to sit. It was further noted that the ins shot electricity into her rib cage and that the shooting started a couple of months after implant when she turned the ins up a little bit. Additional information received reported that the system had been removed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s battery sent electrical shocks to her right rib cage. It was noted that there was pain in her thoracic spine where the paddle was implanted. It was further noted that the patient was having it removed in ¿about six weeks.¿ additional information received reported that there were no issues related to impedances. It was noted that the patient wanted the device explanted.

Manufacturer narrative:
Product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension. (B)(4).